Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a segment of the conductor wire dislodged from the grip tang routing groove. A loop of the wire was observed protruding above the outer surface of the main tube, with localized insulation damage at the displaced section. The protruding wire interferes with normal grip articulation, resulting in non-smooth gripping motion. The wire insulation was damaged, the internal conductor wires were exposed, and the instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the idler pulleys and the grip tang. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking common causes of broken instrument conductor wire - bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove. Common causes of damaged insulation instrument conductor wire bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.